Manufacturer narrative:
The 16mm aso was received at sjm and decontaminated. The aso was grossly and microscopically examined and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 7f loader, deployed, and retracted without difficulty or deformation. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
A 16mm amplatzer septal occluder (aso) embolized to the superior limbus right after being implanted. The aso was retrieved using a snare and a 14f mullins catheter without incident. A larger aso was successfully implanted.